Event description:
It was reported that during a laparoscopic thyroidectomy, an error 5 was displayed in an hour. While the device was reset several times, the blade was broken on a mayo table. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. The blade was found to be broken at the discolored (blue) and returned. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.